Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. While attempting to bring back the lead through the catheter, the lead became stuck and eventually bent during the maneuver. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.